Event description:
It was reported that upon removing the recanalization catheter from the sterile package, the irrigation port broke off of the hub. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot #fcwh10021. The device was returned. The investigation is confirmed for detachment of components as the leg of the guide wire hub had become detached and was not returned with the catheter. Per complaint comments, the irrigation port broke off of the hub. However, it's likely that the customer perceived the leg of the guide wire hub as the irrigation hub. No anomalies were noted to the irrigation hub. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. Section a through d. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.